Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had high blood glucose of 20 mmol/l, which was treated with manual injection. Customer's blood glucose at the time of call was 16 mmol/l. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Insulin pump failed high pressure test. Insulin pump would need to be replaced.